Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381844 and lot number 2214510. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter: when attempting to catheterize the patient, the catheter did not advance, so it was decided to remove it, and it was observed that the needle had broken the catheter.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381844 and lot number 2214510. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.